Manufacturer narrative:
Initial testing of the device was conducted on (B)(6) 2011 at the user facility by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the ground prong on the ac power cord was bent. The device was returned to the biomedical engineering department with an unsigned note that stated, "power cord ground prong bent." No tracking information was provided; therefore, specific patient information , pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.